Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the patient line during fill 1 of 4 of treatment. The patient stated the cycler prompted with an m31 air detected in cassette warnings that occurred in drain 0 of 4 of treatment. The warning occurred several times. The patient was connected during the incident. Fluid was seen leaking out of the patient line, which was securely connected. The unused lines were clamped. The patient had the patient line in the stay safe organizer. There were m31 air detected in cassette alarms/warnings that also occurred prior to leak. The patient was advised to re-setup with all new supplies. Upon follow-up, it was stated the patient called the on-call registered nurse after the patient was never connected. The registered nurse walked the patient through the new set up. There was no change in the patient's status as it relates to the reported event. The patient was able to continue therapy after the reported event and there was no effect on the outcome as related to the reported event.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the patient line during fill 1 of 4 of treatment. The patient stated the cycler prompted with an m31 air detected in cassette warnings that occurred in drain 0 of 4 of treatment. The warning occurred several times. The patient was connected during the incident. Fluid was seen leaking out of the patient line, which was securely connected. The unused lines were clamped. The patient had the patient line in the stay safe organizer. There were m31 air detected in cassette alarms/warnings that also occurred prior to leak. The patient was advised to re-setup with all new supplies. Upon follow-up, it was stated the patient called the on-call registered nurse after the patient was never connected. The registered nurse walked the patient through the new set up. There was no change in the patient's status as it relates to the reported event. The patient was able to continue therapy after the reported event and there was no effect on the outcome as related to the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the patient line during fill 1 of 4 of treatment. The patient stated the cycler prompted with an m31 air detected in cassette warnings that occurred in drain 0 of 4 of treatment. The warning occurred several times. The patient was connected during the incident. Fluid was seen leaking out of the patient line, which was securely connected. The unused lines were clamped. The patient had the patient line in the stay safe organizer. There were m31 air detected in cassette alarms/warnings that also occurred prior to leak. The patient was advised to re-setup with all new supplies. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.